Event description:
It was originally reported that the patient experienced pocket complications and ipg flipping so the system was replaced in 2004. It was also reported that 3 electrodes were not working and there was inadequate stimulation. It was later reported that the ins was replaced due to wires in back deteriorating/cracked and spine shifting. This may have been the 2nd implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb2061, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v003187, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. Product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# lb2061, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The following information had previously been reported in report # 3004209178-2014-09367: the patient experienced a shocking or jolting sensation. This has been happening since the first implant and with all the implants. The canal to the patient¿s spinal cord is wide and she has had positional problems with all stimulation implants. Meaning feeling stimulation differently in different body positions. With the current ins with adaptive stimulation, this was supposed to resolve this but has not. When the patient moves her neck back she feels shocking, when she turns her neck to the right or left stimulation feels like it turns on and off. This has happened with all implants and supposed to be resolved by new ins but has not. All follow-up that pertains to the allegations related to this implant will be conducted in this report moving forward.

Manufacturer narrative:
(B)(4).

Event description:
Later, the patient called and noted that their first and second stimulators were ¿defective.¿ in addition, the first implant leads were ¿defective¿ and it started the month of implant. The second implant leads were also ¿defective.¿ the patient felt shocking and when she would move the stim would turn on and off. It started a month after implant. The patient stated they put in a ¿wide¿ lead. Refer to manufacturer report number 3004209178-2014-09367, 3004209178-2014-11869 and 3004209178-2012-03546 for reports submitted on the patient¿s third and fourth implantable neurostimulators (ins).

Manufacturer narrative:
(B)(4)